Event description:
During physical therapy treatment, while lying supine, on h-wave electrical stimulator to neck (post) and upper trapezius (low), the pt was heard moaning. The pt then fell to the ground in what appeared to be a seizure, eye flutter "extremity tone," was unresponsive for approx 10-15 mins. Blood pressure 155/90, heart rate 96. Physician advised the pt be removed to the ER for evaluation. The pt gradually regained consciousness prior to transfer to the ER. Treating neurologist diagnosis of muscle contraction. No known lasting effects at this time.